Event description:
The following was reported to hamilton medical ag: summary:: summary: a newly arrived young man is ventilated on asv. The tube is identified as being too deep and is withdrawn 1 cm. The ventilator then alerts for low tidal levels and the patient desaturates strongly it is suspected that the tube is displaced, but inspection with a video laryngoscope shows that the tube is correctly positioned. It is switched back on asv, and the ventilation does not start sufficiently. A change to apvsimv is made and only 41 ml titers are given. The patient is manually ventilated and sat upright. The flow sensor is calibrated and then properly ventilated. On the same settings and the same flow sensor. Observations: - the flow sensor was calibrated, there was a green tick next to it at start-up - there was previously a yellow alarm with flow sensor needing calibration, but no flow sensor failure - the yellow alarm disappears immediately in favor of low tidal volume and is not seen by a single person in the living room - it is really critical that this alarm does not remain red and persistent, but if not able to work. - the respirator does not go into ambient state but does not provide any air this episode is similar to where there is a disconnection and the ventilation does not start again, but there has just not been a disconnection.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - device evaluation: root cause: the affected ventilator was not returned and could therefore not be examined. Log file review was carried out: the log file confirms the user's event description except for the statement that it "did not provide any air" at some point during the incident - however, low tidal volume was confirmed. The log files also show that the user calibrated the flow sensor after the incident as an attempt of troubleshooting, but did not carry out any such calibration before or during therapy although it was necessary. There is no evidence of ventilation interruption, ambient mode (ventilation interruption with the device opening valves to allow the patient to breathe ambient air by themselves), or other errors (absence of "technical event" and "technical fault" codes in the log). A root cause cannot be stated with certainty. The most likely root cause is assumed to be a use error, i.e. The low tidal volume may have been caused by mucus or secretions in the lungs or in the breathing circuit and its consumables.

Event description:
The following was reported to hamilton medical ag: summary: a newly arrived young man is ventilated on asv. The tube is identified as being too deep and is withdrawn 1 cm. The ventilator then alerts for low tidal levels and the patient desaturates strongly. It is suspected that the tube is displaced, but inspection with a video laryngoscope shows that the tube is correctly positioned. It is switched back on asv, and the ventilation does not start sufficiently. A change to apvsimv is made and only 41 ml titers are given. The patient is manually ventilated and sat upright. The flow sensor is calibrated and then properly ventilated. On the same settings and the same flow sensor. Observations: the flow sensor was calibrated, there was a green tick next to it at start-up. There was previously a yellow alarm with flow sensor needing calibration, but no flow sensor failure. The yellow alarm disappears immediately in favor of low tidal volume and is not seen by a single person in the living room - it is really critical that this alarm does not remain red and persistent, but if not able to work. - the respirator does not go into ambient state, but does not provide any air this episode is similar to where there is a disconnection and the ventilation does not start again, but there has just not been a disconnection.